Manufacturer narrative:
Additional information: section b.3, d.6b. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced no sound during initial activation. CT scan confirmed that device was implanted in the superior semicircular canal and not in the cochlea. The recipient was advised to not wear the device. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was repositioned. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.